Event description:
Silicone breast implant illness. A (B)(6) year old /vegan/healthy - no family history - only taking bp meds. Steady health decline over the past year. All below occurred since (B)(6) 2017 - right and left feet broken in two months for no reason - bone density scan shows osteoporosis. Thyroid issues - hypothyroidism, hashimoto's hypercalcemia, dangerous increased blood pressure - 180/100 (B)(6) 2018 at doctor's office - with steady increase in bp medicines, insomnia, possible rheumatoid arthritis, gut/ issues - may also have celiac - ect etc. Photos of failed silicone implant (B)(6) 2018. Company - mentor. Removal will take place (B)(6) 2018.